Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using spectrum pumps a nurse had frequent issues with upstream occlusion alarms when no occlusion was present. There was no known patient injury or medical intervention associated with this event. No additional information is available.